Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and frail leaflets. A mitraclip xtw was implanted, reducing the mr to a grade of 1-2. On (B)(6) 2024, the patient presented with shortness of breath. An echocardiogram was performed and revealed that the posterior leaflet was torn and that the previously implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 3. On (B)(6) 2024, an additional mitraclip procedure was performed. One clip was implanted, reducing the mr to a grade of 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda is related to challenging patient anatomy (frail leaflets). The reported mr, tissue injury, and dyspnea are cascading events of the slda. The reported patient effects of mitral regurgitation, tissue injury, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.